Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119748.

Event description:
It was reported that the atrial lead exhibited an unspecific low voltage capture anomaly. The atrial lead was programmed off. The patient's condition was unknown.